Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found that the bipolar foot pedal was stuck. The fse adjusted the foot pedal switch, which had been stuck in the down position, and exercised the foot pedal switch on the vision side cart (vsc). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause of the customer-reported issue is attributed to the bipolar foot pedal switch being stuck in the down position, likely due to mechanical obstruction or wear from repeated use. Adjusting and exercising the foot pedal switch resolved the issue.

Event description:
It was reported that during a benign hysterectomy da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) from offsite with the customer and reported that an integrated electrosurgical unit (iesu) or erbe issue occurred, resulting in an error message indicating that activation was already requested. The logs showed an m-12 error code. The troubleshooting involved checking the bovie pencil and foot pedals in the vision side cart (vsc) drawer to ensure they were not being pressed. Despite these checks, the energy device was still not functioning correctly, prompting the surgeon to connect a third-party generator to proceed with the case. The procedure was completed as planned with no reported injury.